Event description:
Pt has sued (B)(6) because she tripped and fell upon entering the (B)(6). (B)(6) has in turn sued access point medical alleging pt was using a walker mfg by access point medical inc at the time of the trip and fall.

Manufacturer narrative:
If product is returned or add'l info is rec'd, we will submit an updated MDR report at that time.